Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal part of the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated two times at 6 and 12 atmospheres (atm) respectively. However, during the third inflation at 12 atm for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.